Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had not had a device interrogation in several years. At the patient's most recent follow up, the physician noted a decrease in rv amplitude and an increase in pacing thresholds. The lead appeared to be bent on an x-ray that was taken. The physician indicated that they were going to be speaking with the patient's electrophysiologist. A request for additional information was made. The local boston scientific field representative was unable to provide any further information regarding this allegation. There were no adverse patient effects reported. Available information indicates that the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.